Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the right ventricular (rv) lead was explanted for an unknown reason. No other information was available.